Manufacturer narrative:
Medwatch field d4 serial number was updated. The calibration data was acceptable. The field service engineer found there was a loose reagent probe. He tightened the probe and completed a precision hardware check. The investigation determined the service actions resolved the issue. The qc recovery was within 2 standard deviations, therefore, there was no indication of a performance issue with the reagent.

Event description:
There was an allegation of questionable results from the cobas 6000 c 501 analyzer. The initial cobas integra glucose hk gen. 3 result was 2 mg/dl with a data flag. The repeat result on the same analyzer was 101 mg/dl. The repeat result from another cobas c501 analyzer was 95 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 80313901 with an expiration date of 31-aug-2025. The investigation is ongoing.